Manufacturer narrative:
Investigation summary: two loose 1ml ll syringes were received. The samples were visually evaluated. One syringe had a stopper at the bottom out position, but the plunger rod was missing. It was observed that the tip of the plunger rod was broken off and present inside the stopper. One syringe had a jammed stopper condition, with the plunger being stuck at around 0.3ml markings. Potential root cause for the jammed stopper and broken/missing plunger rod defects is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0204857 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 1ml ll had a melted stopper. The following information was provided by the initial reporter: 2 defective syringes: one without plunger, the other with plunger but with a melted stopper.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ll had a melted stopper. The following information was provided by the initial reporter: 2 defective syringes: one without plunger, the other with plunger but with a melted stopper.